Event description:
It was reported that a trained user requested to return the ilet due to experiencing both low and high blood glucose while using the pump and expressing a belief that the lack of user control over the device was unacceptable. Investigation included a review of the complaint details and collection of additional information from the customer. Investigation of this case revealed that the cause of the reported hypo- and hyperglycemia remained unclear. No symptoms associated with episodes of hypoglycemia and hyperglycemia reported. Outcomes included customer-reported impact to blood glucose management without medical intervention or hospitalization. It was concluded that the event involved user-reported glycemic variability with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.